Event description:
It was reported that the customer was hospitalized for ketones, diabetes ketoacidosis, and high blood glucose of 29mmol/l. The customer experienced vomiting and stomach pain. It was mentioned that the customer was in a car accident on (B)(6) 2013, and the doctor believes that the physical stress due to broken hand and three ribs caused the glucose level to rise. Reviewed the bolus/basal history and daily totals and there was a discrepancy in the basal delivery. The daily basal was 38.8 units; however, for (B)(6) 2013, the basal delivery was only 32.0 units. Verified the alarm history and found a low reservoir alarm. The customer mentioned that there are some cracks in the upper left corner of the screen going toward the battery cap and the back of the device. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.